Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected for use. The physician performed the transeptal crossing with the versa cross connect system and a watchman fxd curve access system (was). The 31mm closure device was successfully implanted with no complications noted. At an unspecified time, post procedure, the physician noted that the patient had developed a pericardial effusion. A pericardial tap was performed where the physician drained 450cc of fluid. The patient was taken to the operating room for cardiothoracic (CT) surgery and an additional 750cc of fluid was drained. The patient was administered additional protamine. The anesthesiologist performed a transesophageal echocardiography (tee) and determined that the pericardial bleeding had stopped. The physician did not proceed with CT surgery and the patient was admitted to the hospital for monitoring. Patient status: the patient was reported to be doing well but remains in the hospital.